Event description:
It was reported that the implantable pulse generator (ipg) could not be assessed with the programmer as it had reached end of life (eol). The ipg was explanted and replaced. The right ventricular (rv) lead was exhibiting high thresholds and capturing intermittently at a high output. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592-45, lead, implanted (B)(6) 2008; addr01, ipg, implanted (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.